Event description:
Notes: this report pertains to the second of two events that occurred during the same procedure. Refer to MFR report #3005099803-2008-00426 for details regarding the first event. According to the complainant, "...used a second... [Hydratome rx sphincterotome].... And the cutwire broke." The physician reportedly removed this device and successfully completed the procedure with a third hydratome rx sphincterotome device. No patient complications were reported as a result of the event and the patient's condition was reported as "ok" following the procedure.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the reported malfunction is undetermined. Since the lot number of the suspect device remains unknown, the customer's shipment history was reviewed. This review identified three lots, which were shipped to the customer prior to the event. The device history record for each of these lots was reviewed; no anomalies were noted. Additionally, a search of the complaint database did not identify any additional complaints reported for any of these lots. For complaint trending purpose, the hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family. The march 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.